Event description:
As reported by the field clinical specialist, during a left transfemoral tavr procedure with a 26 mm commander delivery system (ds), during deployment of the valve, the inflation balloon on the ds ruptured during inflation. Despite this complication, the valve was successfully and fully deployed, and the patient remained in stable condition following the procedure. No injury or procedural complication was reported in association with the balloon rupture. Blood was noted in the syringe, but no leakage was observed in the delivery system, and there was no difficulty withdrawing the device. A balloon aortic valvuloplasty (bav) was performed prior to valve implantation, and 1cc of extra volume was added to the balloon before inflation. No instruments were used to remove the balloon cover. The delivery system was discarded and will not be returned for evaluation. No damage was noted to other edwards devices used during the case, and no central leak was reported.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging evaluation/review is documented in the complaint record. Radial and longitudinal balloon burst was noted. Additionally, the provided 3mensio imagery was reviewed, and the following was observed: calcification in the annulus. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as 3mensio revealed calcification in the native annulus. Additionally, it was reported '1cc of extra volume was added to the balloon before inflation.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The prescribed nominal inflation volume is provided in the IFU. Using extra inflation volume (over-inflation) can subject the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.